Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a light adjustable lens (lal, sn (B)(6) +18.5d) was implanted backwards during a patient's primary cataract surgery. The surgeon exchanged the lal for another lal during the same surgery.